Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery on a repeated basis for the past two weeks. The patient's blood glucose at the time of incident was 10.8 mmol/l. The patient regularly rotates their sites. The patient has used infusion sets from two different boxes. The set is changed every three days. However, the no delivery alarms persists. The insulin pump will be returned for analysis.